Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Ems was called and provided the customer with sugar water and juice. Ems monitored customer until the bg was over 100 mg/dl.recommendation was made to consult with a healthcare provider to discuss diabetes management.